Event description:
It was reported that the left monitor on the 9800 system went to all white during a case. System rebooted and the case continued. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.